Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got tangled on the ligator head and failed to deploy. The procedure was completed with another speedband super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. The ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all bands were deployed, and the ligator head teeth were bent. The suture was intact and attached to the trip wire loop. The trip wire was partially rolled in the handle and there was an evidence that the trip wire was secured in the handle assembly during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the velcro strap and handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got tangled on the ligator head and failed to deploy. The procedure was completed with another speedband super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.